Event description:
It was reported that there was liquid under the homechoice (hc) machine after therapy was over. The technical service representative (tsr) helped the home patient (hp) to check the setup and the tubing, cassette, and the inside of the door were all found to be dry. The hp stated that the fluid was not sticky. During follow up with the hp, it was reported that the hp did not notice anything out of the ordinary with the setup. No leaks, connection issues, or holes were noticed in the solution bags. The hp has a new hc and has not had any further issues with therapy. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.